Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during priming with a theranova 400, described as "dialysis fluid sprayed out from the rounded edge area surrounding the filter, located near the connection point between the filter and the line." There was no patient involvement. No additional information is available.